Manufacturer narrative:
(B)(6). One 72202468 fast-fix 360 curved needle delivery system device reported on. The complaint stated: ¿the ultrabraid was cut and could not tighten the knot, it was loose.¿ the product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1. Compliant use of instrument. 2. Contact with another instrument or device causing damage. 3. Difficulty with reaching the desired tissue location. 4. Suture should not be managed with sharp instruments. Per instruction for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ note: if too much resistance is encountered advancing the knot, use the smith and nephew knot pusher/suture cutter (sold separately). Final product met predetermined specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during use, the thread crimping the device became tattered, rendering it unusable. Another device (same reference) has been used. No patient incidence. The incident seemed isolated.